Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings:.black box shows several unexplained por events on (B)(6) 2017. Battery compartment is cracked at threads on the side. Returned battery cap is undamaged and able to fit..-evidence of moisture corrosion is observed on the display screen inside the pump, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly. The pump alarmed with ¿sleep error¿ alarm during the 24hr duration test..3-unable to verify and to adequately investigate reported ¿power¿ complaint. Pump¿s cover was removed, further moisture corrosion was observed to the display screen, the cgm module, and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.